Event description:
The field service representative reported the user received questionable calcium results from the integra 800. Of the data provided, the results for one patient sample were discrepant. The initial results were 8.9 and 9.4 mg/dl. The sample was repeated on integra 800 serial number (B)(4) and the result was 8.5 mg/dl twice with data flags. This sample was grossly hemolyzed. On (B)(6) 2010, the user ran precision testing using a pooled sample and received results in the range of 8.9 to 9.8 mg/dl. The user stated that she never reported a high result outside the laboratory at any point. It was unknown if the patients were affected by the event. The calcium reagent lot number was 62601901. The field service representative found there was contamination present in the fluidics system and performed corrective maintenance. He recalibrated the sample probes, checked and adjusted the tension on all the motors, checked the air dry system, checked the rotor light barrier adjustment and system pressure. To verify the analyzer operation, the user ran quality controls.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
It was reported that excessive friction was encountered with the guide/sheath or micro sheath. Reportedly, the tip of the recanalization catheter detached from the rest of the catheter.